Event description:
It was reported that during a routine follow-up the lead was diagnostically imaged prophylactical and the insulation was noted to be abraded. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.